Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a hardware low level failure. Customer blood glucose was unknown. Customer stated that they were unable to rewind the insulin pump. Customer stated that the insulin pump had a pump error alarm. The product will return for the analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error alarms are confirmed in device history file due to a broken trace at keypad assembly. No the motor arm cannot communicate with the main arm alarms noted during testing.